Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party biomed contacted physio-control to report that while testing a customer's device, the device displayed "abnormal energy delivered" and an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
A third party biomed contacted physio-control to report that while testing a customer's device, the device displayed "abnormal energy delivered" and an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611-18-2019-001c is relevant to the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly in a test device and was able to verify the reported issue. Physio found that when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Event description:
A third party biomed contacted physio-control to report that while testing a customer's device, the device displayed "abnormal energy delivered" and an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.